Event description:
It was reported that high impedance, noise and a lack of sensing were captured by patients home monitoring. Lead to be evaluated in clinic. Device remains implanted. Should further information be made available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.